Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer, (B)(6) hospital reported via our distributor that a pt underwent revision surgery on (B)(6) 2010. It is further reported that at the time of the revision surgery, it was found that there was a large amount of metallic tinted fluid emanating from the hip joint.